Event description:
A nurse reported that they were using tips manufactured by another company and vision blue during phacoemulsification on a dense cataract. They had difficulty with the vacuum and tried several different tips, then exchanged the console and handpiece. After a delay of 15 minutes, they completed the surgery. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).